Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support on impella 5.5, the patient had oozing at the incision sight with pressure dressing applied. The physician stopped the heparin. There were concerns of preload with cap of 9. The physician added fluids and another unit of blood. Subsequently, it was noted that the patient's right lower leg was still ischemic and required amputation below the knee. The patient status was noted as too unstable for the operating room. Vascular surgery was declining to operate at the time. Hemodynamics has continued to decline slowly throughout the day requiring increased pressor support. The patient expired on support after do not resuscitate (dnr) status.

Event description:
The complainant reported additional information upon request: "heparin was stopped temporarily and the oozing stopped. Physician said this was normal oozing and not related to the graft and due to the nature of his cutdown and pocket. Pump is not available for return. No further information is available."

Manufacturer narrative:
B5 updated.

Manufacturer narrative:
Correction d4, g4. The investigation of the reported failure mode has been completed. Major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Ischemia : the root cause of the injury was unable to be determined due to insufficient clinical details. Cardiac arrest : the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.